Manufacturer narrative:
Device identifier: (B)(4) the device was returned to the manufacturer for evaluation. The device history record was reviewed for with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is unconfirmed. A3101p mayfield 2 base unit standard was tested to manufacturer's specifications and found to be conforming. The condition of the transitional member should be assessed for possible replacement. The root cause cannot be reliably determined, as the device passed all tests. The likely root cause is general wear and tear / mishandling of the device. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the a3101p mayfield 2 series base unit standard had movement with no clear indication of where exactly. The account manager tested all tolerances and seemed okay but when the surgeon came into the room, she mentioned that the testing performed would be different to what actually occurred under surgical pressures. There was no patient injury reported. Additional information has been requested.